Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the received information the ventilator failed pressure transducer test during puc. The reported issue has been confirmed in problem description and during evaluation of received logs. After replacing the pressure transducer printed circuit board the unit began to work. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).